Event description:
Ous MDR - it was intended to treat a severely calcified lesion in a tortuous lad. The device could not cross the lesion.

Manufacturer narrative:
It was reported that the complaint instrument could not cross a severely calcified lesion (90 percent stenosis degree, 2.5 mm vessel diameter) in a severely tortuous lad. The technical investigation has shown that the balloon has been inflated. Therefore the folded profile could not be measured anymore. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material- or manufacturing related root cause was determined. Based on the information provided by the physician the remaining lumen diameter in the target lesion was smaller than the specified crossing profile of the complaint instrument.